Event description:
Sterile surgical pack was opened and white fuzz was identified on blue towel. The surgical team noticed the white fuzz prior to the patient entering the room and the team was able to dispose of the contaminated pack and supplies and open new ones.